Event description:
Supplemental follow-up MDR report is being submitted due to the completion of the investigation on 27-mar-23 and an update to the investigation conclusions.

Manufacturer narrative:
Device evaluation: the duette devices of lot number unknown involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This complaint was created from the attached journal article. This file will capture the 45 cases of off-label usage of duette in colorectal area and also capture the 1 case of off-label usage of duette for band ligation to stop esophageal variceal bleeding. Lab evaluation n/a. Document review: as the lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all duette devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl . It should be noted that the instructions for use states the following: ¿this device is for endoscopic mucosal resection in the upper gi tract.¿. There is evidence to suggest the user did not follow the IFU. Image review: n/a. Root cause review: a definitive root cause can be attributed to off label use. When the device is used outside of its validated state it is not possible to definitively state how the device will perform. The use of the device in the colorectal area and for band ligation to stop esophageal variceal bleeding is against the intended use for this device. Summary: the complaint is confirmed based on customer testimony. According to the pmcf study , the patients for usage of duette in colorectal area-no adverse effects were reported, for usage of duette for band ligation to stop esophageal variceal bleeding - this procedure was successful and initial haemostasis was obtained for this particular patient. No other adverse events were reported for this patient within the study follow up period of 48 hours. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Final report, report date: 31 january 2023. Title of clinical study: cook duette multi-band mucosectomy devices study. Device name: duette multi-band mucosectomy device (dt-). Global clinical number: (B)(4). As reported to customer relations via pmcf study / literature complaint form "this study was a retrospective, single-arm study of patients treated with duette® multi-band mucosectomy devices using study data extracted from existing databases established within healthcare institutions or clinical data repositories in the (B)(6). Almost all procedures were performed by a gastroenterologist and were for an endoscopic mucosal resection (emr). As reported in table 3.5-1, the majority of the device use was evenly distributed among dt-6-xl and dt-6-5f rpns (51.6% and 45.2%, respectively). The dt-6 was used in 1.3% (2/155) patients. The current study demonstrated that almost a third of the patients had the duette device used for emr in the colon. As per instructions for use, the intended use of duette device is for endoscopic mucosal resection in the upper gi tract. This file will capture the 45 cases of off-label usage of duette in colorectal area. A single use of non-emr duette device usage was for band ligation to stop esophageal variceal bleeding. The study device is not indicated for this use. This file will also capture the 1 case of off-label usage of duette for band ligation to stop esophageal variceal bleeding. Note: possible duette device rpns divided amongst above 46 cases: dt-6-5f, dt-6, dt-6-xl. For usage of duette in colorectal area-no adverse effects reported for patients. For usage of duette for band ligation to stop esophageal variceal bleeding - this procedure was successful and initial hemostasis was obtained for this particular patient. No other adverse events were reported for this patient within the study follow up period of 48 hours.